Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the handle cannula detached from the handle. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) handle cannula detached. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.